Event description:
Additional information was received that a x-ray was performed prior to explant, and it was noted there was a sharp bend in the right ventricular (rv) lead near the pocket. However, there was no physical damage observed on the rv lead. The root cause for the clinical observations remains undetermined. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker system detected high out of range pacing impedances of greater than 2000 ohms in the right ventricle (rv). More specifically, during a routine follow-up the rv impedance was greater than 2500 ohms. There was no significant change in capture threshold. The representative noted she was unable to assess daily measurements at the explant procedure. As a result, this pacemaker was explanted and replaced along with the associated rv lead. No additional adverse patient effects were reported.